Manufacturer narrative:
Although the site refused to proceed with the onsite system checkout, a software investigation was preformed and it was discovered that the use of a third party brand with the medtronic navlock caused the reported event. It was also reported that the system was used in later cases without any issue. No parts were replaced or returned and no further issues were reported.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the site discovered they were inaccurate by approximately 2mm. They were using the medtronic navlock with the midas. The case continued without issue. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.